Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection revealed a damaged screen. The device turned on using battery, but would turn off due to low battery. The device turned on using ac while in the docking station; however, successful communication could not be established between the rds and the radical-7 and the battery led indicator on docking station kept flickering. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. When the radical-7 is moved around while in the docking station, it loses connection to the rds and takes a few seconds to reestablish connection. Visual inspection showed multiple pogo pins on the system circuit board were stiff, causing miscommunication with the rds and the radical 7. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.

Event description:
The customer reported device turns off alone. It does not make contact. No consequences or impact to patient were reported.